Manufacturer narrative:
Pump received with critical pump error with an open book image. Fault isolated to pcb 2. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements or verify if pump is unable to download to carelink pro due to critical pump error. Pump received with scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump was not able to upload into different computers and continued to receive a communication error alarm. Insulin pump also received a pump error 25. Customer's blood glucose was 9.0 mmol/l. Insulin pump would be replaced..